Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/24/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted in the center of the c-ring. No other visual defects were observed in the photograph. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The vh-3500 harvesting tool and cannula handle were observed to be intact. The heater wire and gray silicone insulation of both the hot and cold jaw were observed to be intact with no visual defects. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. ¿specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000382054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 c-ring broke during a case. There were no broken parts that fell into the patient. There was a slight delay when they opened a new kit and were able to finish the case. Per photo provided by the complainant, it is observed the vasoview is on the tray. It is observed there is evidence of blood on the device. There were no patient harm/effects reported.